Event description:
An extensive dissection occurred following a ptca to the pt's right coronary artery. Another MFR's stent was successfully deployed at the site of dissection in the pt's right coronary artery. Attempts to advance a coronary stent with delivery system to the target lesion site were unsuccessful due to tortuous anatomy. The sheath slid forward over the stent and as a result the stent dislodged and embolized within the right coronary artery. The pt was sent for non-urgent coronary artery bypass graft surgery a few hrs later. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.